Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: using an implant that was too long.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient's si joint pain resolved, but she later reported minor leg pain. The surgeon determined that the inferior positioned implant was impinging on the neuroforamen causing radicular pain. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the inferior positioned implant and installed a shorter implant of the same type in a more posterior position. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.